Event description:
Aortic valve replacement in the summer; the patient had CABG x1. Implanted a medtronic mosaic ultra 305 cinch ii aortic valve, catalog # 305u225, size 25 mm. Patient returned to surgery approximately 3 and a half months later for redo aortic valve replacement. The valve was explanted and the device was sent to our histology department where it currently resides.